Event description:
A caller reported experiencing cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller successfully initiated a new sensor session without encountering the error again.